Event description:
On 28-jan-2021: follow up information was submitted for updating health effect impact code and result of the complaint investigation of returned used and unused devices (1 used set, 3 unused sets and 1 used cannula). In the used set (one), it was found that the connection between tubing connector and cannula does not make the click, due to the click-legs of tubing connector have damages (deformed). The static pull test results were found within specifications. Based on the result: component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. It was reported by the patient that the infusion set's tubing had detached at the quick release while sleeping. The patient had six infusion sets that detached after one day or two. The site location was on the patient's side and the pump was located in the front of the infusion sets. The infusion set had been used for one day and the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported by the patient that the infusion set's tubing had detached at the quick release while sleeping. The patient had six infusion sets that detached after one day or two. The site location was on the patient's side and the pump was located in the front of the infusion sets. The infusion set had been used for one day and the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.